Event description:
Olympus informed that during a transurethral resection of the prostate (turp) procedure, the tip of the device became loose and fell into the patient's bladder. The broken tip was retrieved from the patient using biopsy forceps. The intended procedure was completed using another similar device. No abnormal bleeding observed during the procedure and minimal delay was reported and the patient was discharged home the same day. There was no report of injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the tip of the device had broken off. A visual inspection found the device cracked; and the missing broken portion of the device was not returned. However, this type of damage is consistent with physical damage and user techniques.